Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon device interrogation, it was revealed that the patient¿s insertable cardiac monitor (icm) had episodes of under sensing. No intervention was performed. The patient was in stable condition.